Event description:
The patient reported experiencing a "tickle in the area of the implant site", which the patient could sometimes also feel in the lower jaw. It was further described as a "low voltage" type tickle. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).